Event description:
It was reported that both cadd legacy pumps serial numbers (B)(4) and (B)(4) alarming no disposable pump wont run was experienced. Alarm with cadd cassettes 100 milliliter with flow stop lot number 4196398, expiration date 09/21/2026. Incidents occurred around (B)(6) 2022. Replacement pumps sent. No further details provided.